Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting off. Additionally, the customer did not observe insulin drops dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred with multiple cartridges. A new cartridge was successfully loaded resolving the issue. The customer's blood glucose was between 200-300(mg/dl). No additional patient or event information was provided.